Event description:
Boston scientific crm received information that this lead exhibited a single low out-of-range shock impedance.

Manufacturer narrative:
The patient was seen by their physician who tried unsuccessfully to recreate the low impedances. The shock impedances have remained stable. The patient will be monitored. No intervention was performed. Additional information has been provided that this is a device specific issue, not a lead issue.